Manufacturer narrative:
Model number/catalog number: sc-3400-30, serial number: (B)(4), batch/lot number: 18338981, model/catalog description: splitter 2x8 kit-sterile. Model number/catalog number: sc-2316-50, serial number: (B)(4), batch/lot number: 18290540/18290540, model/catalog description: infinion 16 lead kit 50 cm. Model number/catalog number: sc-1132, serial number: (B)(4), batch/lot number: 18361909, model/catalog description: precision spectra ipg kit. The explanted devices were not returned to bsn as they were kept by medical facility. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient had high impedances. Loss of stimulation was also noted. The patient underwent an explant procedure and was doing well postoperatively. No device malfunction was suspected.